Event description:
The customer reported that the monitors went blank intermittently. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The voltage on monitor power supply was evaluated and adjusted to optimum operating voltage. The fuse holder assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.